Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an elective replacement indicator. The device had no output with an intrinsic rate of 50, and no magnet response. The device has been implanted for 11.5 months.